Event description:
A physician had reported that a pt expressed concern regarding a lump at the site of the biopsy skin nick and delayed healing of the skin nick having a gel mark ultra marker placed in the breast following breast biopsy. The pt wanted the lump removed although imaging studies showed it was the gel mark ultra marker which is expected to resolve over time.